Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000194, serial/lot: unknown.  H6) multiple annex a codes were applied to capture this event. A0508 captures the unit making noise, a090501 captures the site not being able to move onto "step number two", and a05 captures the damaged gantry and it catching. H3, h6) the system was serviced in the field and upon checkout, the manufacturer representative was able to successfully acquire 2d images and 3d spins. There was a louder than normal "clunk" heard when the detector passed the door area during spins. The gantry, door, rotor were inspected as well. It was noted that the left, lower door turnbuckle retaining nuts were loose and out of adjustment so the turnbuckle was adjusted/ tightened, and the "noise" subsided. The user encountered "early termination" errors when attempting spins and insisted the expose button on the hand switch was depressed the entire time. The early termination errors were confirmed in logs. The x-ray hand switch was replaced to resolve. It was noted an additional separate field service will be conducted to address the damaged gantry in a separate case. Codes b01, c07, c13, and d02 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the unit was making noise (banging noise inside the housing) when spinning and they were not able to move onto "step number two". Additionally, the gantry had been damaged and was catching. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.

Manufacturer narrative:
H3 - evaluation of the returned hand switch bi71000194 lot# 459963 rev. 2 found no fault with the component. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.